Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: mbt revision cem tib tray sz 4 knee tibial tray component; srom nrh fem w/pin sm rt 66x62 knee femur component; lps univ tib hin ins sm 16mm knee tibial insert component; unknown knee patella component; unknown bone cement; universal fem slv ful por 46mm knee femur component; universal stem 75x18mm fluted knee femur component; mbt tray sleeve por m/l 45mm knee tibial tray component; universal stem 75x22mm fluted knee tibial tray component. (B)(4).

Event description:
The patient was revised to address instability, right proximal medial plateau fracture caused loosening of the tibia at the bone to implant interface. Doi: unknown. Dor: (B)(6) 2018; right knee.